Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) discordant falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. A siemens field service engineer (fse) was dispatched to the customer's site. The fse performed maintenance as part of normal troubleshooting. The fse replaced sample1 (s1) probe, performed alignments and bottom of cuvette correction (bocc) which returned the instrument to fully operational. Replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Three (3) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista 500 system. The discordant results were not reported to the physician(s). The same samples were reprocessed on an alternate dimension vista system, and higher co2 results, considered correct were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed carbon dioxide (co2) results.